Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user did not observe drops and felt insulin leaking, then noted insulin on the hand when removing the cartridge; the user had inserted a nearly frozen insulin cartridge, received education that frozen insulin is unstable and should be discarded, dried the pump, and completed a subsequent supply change with normal operation, consistent with a leak/splash associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue, aligning with a leak/splash device problem at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.